Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking. The following information was received by the initial reporter with the following verbatim it was reported by customer that multiple incidence of leaking syringes.

Manufacturer narrative:
The maxzero sample(s) are not available. The 3ml syringes related to the leakage issue were returned to bd and investigated under (B)(4). No issues or defects were found with the syringes. The root cause of this failure could not be identified without a replicated failure. A device history record review could not be performed because the lot number is unknown.